Event description:
It was reported that the superion indirect decompression system implant patient experienced new radiculopathy that worsened with ambulation, and additional leg cramping, and urination difficulty one day post implant procedure. The patient was advised to visit the emergency department and a computed tomography (CT) scan was performed and revealed the interlaminar space within the central canal was causing severe compression on the neural elements and the device was in malposition and migrated into the spinal canal. The patient was accepted as an urgent transfer to the university of washington hospital. The surgeon at university of washington called and confirmed with the implanting physician that during the initial implantation procedure there was difficulty with deploying and retracting the device into the desired position. The patient underwent a revision procedure where a laminectomy of the l5-s1 lumbar and sacral vertebral level of the spine were performed, and the spacer implant was removed. There was also repair of a cerebrospinal fluid (csf) leak from dural laceration which was secondary to the interlaminar spacer. The patient was administered oral pain medication and transferred to the skilled nursing facility for void trial recovery. The explanted device was retained by the hospital and was not returned to bsc.